Event description:
I used fixodent from 1974 till now, 2009, while using fixodent I've been experiencing numbness and tingling in my extremities. Fixodent, I am feeling numbness in my hands, feet, knees, legs, my tongue, I feel weak, poor balance. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1974 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.